Event description:
The customer reported that the device failed to power up while transporting a pt. There was no adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up while transporting a pt. There was no adverse pt impact. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.